Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is associated with a svs/vqi registry. Information references the main component of the system. Other relevant devices are: vamc4646c200tu, vamf4646c200tu.

Event description:
On an unknown date in 2016, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: type ib endoleak and a unknown endoleak. No further information is available for this event.